Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received material # 301033. Batch # unknown. It was reported by customer that cracked syringe. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4). Defect description: cracked syringe. Medline part #: 33239. Product description: syr 30ml l/l. Vendor part #: 301033. Lot #: unknown. Date reported: 6/25/2024. Sample received: no. Response needed: summary of findings and corrective actions. Incident reported to the FDA as MDR-30 day. Reference no. 3004122598-2024-00042.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301033. Batch # unknown. It was reported by customer that cracked syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: cracked syringe. Medline part #: 33239. Product description: syr 30ml l/l. Vendor part #: 301033. Lot #: unknown. Date reported: 6/25/2024. Sample received: no. Response needed: summary of findings and corrective actions. Incident reported to the FDA as MDR-30 day. Reference no. 3004122598-2024-00042.